Event description:
The device was returned to the service center for a report from the customer contact that the device will not operate on ac or dc power. This is not a reportable malfunction. However, during verification testing at the service center, it was noted that the device has burnt components on the middle printed circuit board.

Manufacturer narrative:
Testing and investigation found that the device had burnt components on the middle printed circuit board. The probable cause of the burnt components could not be determined, however may have been due to a faulty component, over voltage, or the customer using a defective ac power adapter. The customer's reported complaint of device will not operate on ac or dc power was duplicated in testing. This report represents all the information known by the reporter upon query by hospira personnel.